Event description:
A registered nurse (rn) contacted baxter's technical service center regarding the patient feeling like they were going to pop, which occurred on the homechoice pro (hcp) during use during dwell. The technical service representative (tsr) asked the rn if she had the patient do a manual drain. The rn stated no, because the patient called her that morning and stated therapy went fine. The rn stated the patient reported she was in the first fill. The rn stated she asked the patient how much she drained in the initial drain. The rn stated the patient was still having abdominal pain now. The tsr asked the rn if she knew how much the patient drained out. The rn stated no. The tsr contacted the patient and asked the patient if she had manual bags. The rn stated the patient should have manual bags. The patient stated she does have manual bags, but does not know how to use them. The tsr had the patient get new supplies for the hcp. The patient stated she got new supplies. The tsr had the patient turn the hcp on. The hcp went to press go to start. The tsr reviewed the therapy, therapy log, and ultrafiltration (uf) per cycle. The cycle 1 uf met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The tsr had the patient set up the hcp with new supplies. The patient stated the hcp read initial drain. The tsr explained how to review the drain volume for future reference. The patient drained 54 ml. The tsr had the patient press stop and had the patient do a manual drain. The patient drained 123 ml. The tsr had the patient do a manual drain again. The patient drained 9 ml. The tsr reviewed the initial drain volume which equaled 196 ml. The tsr had the patient close the clamps, disconnect, and cycle the power. The hcp alarmed power restored/initial drain. The tsr assisted the patient with ending therapy and getting the set out. The tsr recommended the patient review the manual drain procedure in the troubleshooting section of the patient at home guide just in case she ever had abdominal discomfort again. The tsr also explained it was recommended that the patient contact the rn or baxter if she experiences that feeling. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, regarding the reported iipv. The rn stated that there was no patient injury or medical intervention associated with the event and that the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device has not yet been received, but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.